Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which identified a one thirty-second inch (1/32¿) gap between the light blue main body and dark blue female connector. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues noted. The reported problem was verified. The cause of the event was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while changing a patient's catheter, a gap was found between the minicap transfer set and the titanium adapter. The nurse changed out the patient's minicap transfer set and the issue was resolved. The titanium adapter is still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.